Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history records for architect magnesium reagent, lot number 65083un21. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformance's or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect magnesium reagent, lot number 65083un21 was identified.

Event description:
The customer observed falsely elevated magnesium results which questioned by physician on architect c4000 processing module for one patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=8.21 mg/dl /repeated=2.24 mg/dl. Laboratory reference range for magnesium= (B)(4). There was no reported impact to patient management.